Manufacturer narrative:
The device evaluation details: the carto vizigo sheath device was returned to johnson and johnson medtech for evaluation on 30-oct-2024. Visual inspection and functional test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the sheath. The original dilator was introduced through the sheath, and resistance was felt near the tip area. The dilator outer diameter (od) was measured, and the dimensions were found within specifications. Afterward, the shaft interior was inspected and polytetrafluoroethylene (ptfe) detached was observed near the tip area. Finally, a microscopic inspection was performed on this area and scratch marks were observed on the detached ptfe liner. The ptfe observed matches with the place of resistance detected with the dilator near the tip area. No other issues were observed. A device history review was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed. The detachment of the ptfe could be related to the handling of the device during the procedure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified polytetrafluoroethylene (ptfe) detached near the tip area. The dilator could not advance fully in the vizigo sheath. They replaced the vizigo sheath and the procedure continued. Additional information was received. The resistance did not result in any damage to the sheath nor the dilator. The dilator was able to move within the sheath. The resistance did not result in high force to move the catheter and the catheter did not slip out of the sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-jun-2025 observed polytetrafluoroethylene (ptfe) detached near the tip area. The event was originally considered non-reportable, however, bwi became aware of the polytetrafluoroethylene (ptfe) detached near the tip area on 26-jun-2025 and have assessed this returned condition as reportable.